Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. CAPA#1278509 was initiated. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 22gax1.00in prn ec slm npvc bent during infusion. The following information was provided by the initial reporter: the hospital found that the indwelling needle was bent during infusion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 22gax1.00in prn ec slm npvc bent during infusion. The following information was provided by the initial reporter: the hospital found that the indwelling needle was bent during infusion.